Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and they did not see any no delivery alarms. The customer states their blood glucose level was over 500 mg/dl and customer treated at that time with a manual injection and changed the infusion set. Offered to troubleshooting for the high blood glucose and test for the occlusion alarm and customer declined. Customer feels there were an insulin delivery issues and they feels like, customer did not getting the correct amount of insulin. The devices will not be returned for analysis.